Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found one complaint issue with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. The patient reported that they observed the fluid leaking from the cassette door. The cause of the leak was unknown. The technical support representative advised the patient to discontinue use of the cycler. Follow up with the patient confirmed the patient did not experience any complications as a result of the event. The patient did not complete the treatment. The patient developed no symptoms from not completing treatment. The patient has resumed treatment on the replacement cycler. The patient discarded the cassette.